Event description:
It was reported that a novum iq large volume pump underinfused during infusion. Only half of the bolus was administered. The bolus was run at 999 ml/hour with a 250 ml volume to be infused. The bolus was run again at 999 ml /hour. The pump was infusing dextrose 10%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11 h11: a review of the event history log identified the repeat infusions of bolus ivf 999ml/hr on the reported event date. Both infusions were programmed as secondary infusions and nothing unusual was noted in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.